Manufacturer narrative:
Evaluation summary: no product or x-ray were returned for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Evaluation: review of the device history records for the tibial baseplate did not find any deviations or anomalies. Review of the device history records for the other devices was not possible as lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the device was implanted in (B)(6) 2000 and that the pt experienced pain for several years. A tibial cyst formed around the medical screw in the tibial baseplate. Implants were removed, bone graft packed in tibia and nexgen lcck implanted.